Event description:
A pt supported with biventricular assist devices (lvad & rvad) developed a dime sized thrombus in the right ventricular assist device (rvad) near the outflow valve. Anticoagulation was difficult due to a history of severe nose bleeds. The pt was taken back to the or and upon reopening the chest, the rvad outflow graft to the pulmonary artery was found to be compressed with a one-inch clot in it. The rvad and the pulmonary arterial graft was replaced and the right atrial cannulation was changed to right ventricular cannulation. Subsequently, the pt had good vad outputs and was transplanted 13 days later.